Manufacturer narrative:
The device will not be returned to the manufacturer.

Event description:
It was reported that the y-connector and the tubing from the device became disconnected. There was no patient/user injury reported.